Manufacturer narrative:
(B)(4). The customer reported an unspecified AED issue. There was no report of negative patient impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. See scanned page.

Event description:
The customer reported an unspecified AED issue. There was no report of negative patient impact.